Event description:
Pt implanted with nail, helical blade and 5.0mm locking screw complained of pain and follow up x-rays showed a subcapital secondary femoral neck fracture. Hardware was removed on (B)(6) 2011 and pt was revised to a total hip. Reportedly, pt has active (B)(6). Hardware will not be returned. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.